Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage and stretching; the lead was returned in segments with explant damage and was severely stretched. It could not be definitively determined if the full lead was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibited high thresholds, intermittent capture at maximum output, a gradual increase in impedance, and high impedance. The lead was initially capped and replaced. It was later explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.